Event description:
This lead was implanted on (B)(6) 2016 and remains implanted at this time. This lead was used at temporary lead. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).